Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 26. Sinus augmentation and immediate extraction site. On (B)(6) 2016, non-osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and fistula. No further patient complications were reported.